Manufacturer narrative:
Method rti /tmi conducted a re-review of the product history record for copios pericardium membranes, packaging production records (pass in/pass out), environmental monitoring, product specification, distribution database, and the complaint database for related complaints associated with the donor and or physician. Results there was one departure noted for this product for a voltage fluctuation outside working hours. No open tissue was processed in the clean rooms. All data loggers showed normal recordings; there was no negative impact on devices and or processes related to the complaint product. After investigation it was determined that the departure did not negatively affect the grafts. Rti/tmi has distributed a total of 350 copios pericardium membranes without related complaints for the lot# nz15120286. The graft underwent a validated sterilization method tutoplast which includes terminal sterilization by gamma irradiation after packaging. According to records re-review serial ID (B)(4) met rti/tmi's specification for copios pericardium membranes. Conclusion the device was not returned for evaluation. Records review indicated that serial ID (B)(4) was manufactured to rti/tmi's specification. Environmental data generated during and around the time of processing were acceptable. The graft underwent a validated sterilization method tutoplast which includes terminal sterilization by gamma irradiation after packaging. There are no related complaints for the lot. The results of the investigation and the information provided a this time, do not indicate that the patient's adverse reaction was associated with the implant.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received a complaint on 10/28/2016 reporting that the patient was implanted with copios pericardium membrane and experienced an allergic reaction. No other information has been reported at this time.